Manufacturer narrative:
(B)(4). Evaluation of the returned components body of the device, handle to foot function, guide tube, needle guide, bridge, suture bearing, exit ramp and sheath were normal, there was no indication of a product quality deficiency that would contribute to the reported cuff miss. The anterior cuff was still loaded inside the foot and there was a needle strike mark on the rim of the anterior cuff. Based on the evidence found on the returned device, the anterior cuff was missed and this confirmed the reported incident. During the investigation, a proxy plunger was inserted to test the needle trajectory and the results were acceptable. Based on the investigation findings, the most probable cause for the anterior cuff miss is needle deflection during plunger deployment associated with technique issues or interaction with human tissue as evidenced by the needle strike mark on the anterior cuff. A review of the finished product lot history record did not reveal any non-conforming material records associated with this lot. There does not appear to be any indication of a lot specific product quality deficiency. To assure that all products perform according to specifications they are subject to inspection during manufacturing. In addition, a quality control audit inspection is performed to verify product quality.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device has been received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The second proglide device is being filed under a separate medwatch MFR number.

Event description:
It was reported that a physician trained in the use of the proglide device attempted arteriotomy closure of the common femoral artery after an unspecified procedure. Reportedly, a cuff miss occurred. A second proglide device was used with the same results. A non-abbott device was used to achieve hemostasis. There were no reported adverse patient sequelae. Though requested, no additional information was provided.